Manufacturer narrative:
A ge field engineer reported that warning sings were on the magnet doors, and the customer was properly trained in mr safety. Section a: attempts to obtain patient information were unsuccessful.

Event description:
It was reported that an oxygen tank as brought into the magnet room and the tank was attracted to the outside front of the magnet. No injury was reported. The concern is for serious injury.